Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 44.7 cm abdominal aortic aneurysm. Six endoanchors were also implanted prophylactically. It was reported that a type ia endoleak was observed. The patient was admitted to the hospital for observation. The physician investigator assessed this event to be related to both the stent graft and the endoanchors. No additional clinical sequelae were reported and the patient is being monitored by the physician.